Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed no failures were showing on the station and customer was aware of how to reset pockets. The nurse began the medication pass and reported no further issues. No problems were found, and the station functioned normally. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to remove medication from drawer 4, pockets b1 and b3, as the option was greyed out. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.